Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical data file shows that there was a high level of variability between the detected complexes in the recorded signal. While a clinician may interpret this rhythm as pulseless electrical activity, the device's algorithm found enough matching characteristics with shockable rhythms to recommend a shock advised determination. This does not indicate a device malfunction. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.